Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6)2009. According to the complainant, during the procedure, difficulty was noted opening the device. Subsequently, a metallic wire in the handle bent when force was placed to the device. Due to this bend, the snare could not be retracted back into the sheath. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).